Event description:
It was reported that the customer received a no delivery alarm while replacing the reservoir during the prime process. The customer stated that he changed the battery twice and then replaced the reservoir and infusion set. The customer stated that he was able to hear the motor running when he began to prime the insulin pump. The customer was able to complete the process after the battery change. The customer's blood glucose was 176 mg/dl. Advised to call back when alarm occurred in order to troubleshoot and to do a complete set change if the customer was unable to call. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.